Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon handing off the lead to the scrub tech, the physician noticed the right ventricular (rv) lead defibrillation coil was not uniform in its coil spacing. The lead was not used for implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.